Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the pump was removed due to infection and the device was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the onset date of the infection was (B)(6) 2019. The location of the infection in location to the patient's infusion system was at the abdominal incision. It was noted the patient was noted the have discharge from their incision at post-operative appointment. Antibiotics were ordered. It was noted that the patient was doing well. The patient's weight was (B)(6). The return status of the explanted device was unknown. No further complications were reported/anticipated.